Event description:
It was reported the pt complained of discomfort at her ipg site. The ipg is located on her hip near the belt line, and she would like the pocket revised to her abdomen. Follow-up indicated surgical intervention will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.